Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging date/time issue; the patient was unable to test with the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.